Event description:
Consumer states that she was utilizing an expired rinicinol product to treat the blisters in her mouth due to having bms, burning mouth syndrome. She believes that it has caused her to have tremendous pain in her lower back and thinks it is affecting her kidneys.